Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 silicone foley catheter. Inflated catheter with10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Upon inflation visual inspection noted asymmetrical balloon with concentricity of 80:20 was opened to capture asymmetrical balloon. Catheter balloon deflated under 5 minutes with no difficulties. No visual abnormalities were found during inflation and deflation. Based on the sample received the reported event is unconfirmed. DHR reviews is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter was inserted on (B)(6) 2024 and by one morning the balloon was deflated (date of event #unk). Patient represented to emergency department and a new catheter was inserted. Within the same day, patient came back again with the catheter deflated once again (date of event #18jun2024). The nurse checked the balloon and found that it was leaking. Per investigator's notification received on 04oct2024, it was reported that asymmetrical balloon was found during sample evaluation.

Event description:
It was reported that a foley catheter was inserted on (B)(6) 2024 and by one morning the balloon was deflated (date of event #unk). Patient represented to emergency department and a new catheter was inserted. Within the same day, patient came back again with the catheter deflated once again (date of event #(B)(6) 2024). The nurse checked the balloon and found that it was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.